Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the emergency room (ER) in an ambulance and hospitalized due to low blood glucose (bg) levels falling below 70 mg/dl while wearing the pod. The patient was found unconsciousness and the paramedics were called. The patient was treated placed on an intravenous therapy of fluids and was given cookies and juice. At the hospital, blood and urine diagnostics were performed. The patient was released a few hours later.